Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product and lot code combinations identified other reports. Per procedure, these products are exempt from device history record review. Review of provided records finds from a medical perspective, based on the information available, it is unlikely the complaint is product related. The components revised on the left were noted to be malpositioned within the revision operative report. The patient has steadily improved with no metal ions previously detected noted to be now absent. Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. All total hip arthroplasties have a risk of failure and the risks of the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation can draw no further conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient seeking legal action. Pfs received from legal. Pfs alleges that the patient suffers from pain, discomfort, inability to walk, and elevated levels of cobalt chromium. Update: 5/21/2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update: 02/14/2015-clinical der received. The stem is being added to the complaint due to breaking. Part and lot for the head, liner and cup have been updated. Complaint was update 02/16/2015 tsk. Update rec¿d 02/26/2015 - the patient's medical records were received. Medical records indicate upon revision of the left hip the proximal femur had osteolysis and corrosion between the liner and cup were also found. The cup was noted to be in a less than ideal position. Also noted, the patient was having occasional noise in their right hip. At this time, the acetabular cup for the left hip is being reported. The complaint was updated on: 03/26/2015.